Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that during the case yesterday the navigation was inaccurate anterior and posterior not medial and lateral. Performed a re-spin and navigation was accurate. They did have scatter in the images. The was no delay to the case and no impact on patient outcome.